Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the threshold measurement were consistently high, sensing low, and varying impedance. The rv lead was re-positioned multiples however threshold remained high. Troubleshooting of analyzer cable was performed, however no improvement occurred. The rv lead was removed and replaced with a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.